Manufacturer narrative:
The device is not available for evaluation, as such an actual device evaluation is not performed. Evaluation is performed based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h3, h6, and h10. Due diligence was executed for this event with no relevant new information, including initial reporter occupation, provided by the customer. The customer ordered the part and repaired the device themselves. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for the device. Root cause for the issue of the broken alcohol connector cannot be determined. The likely cause of the connector breakage can be as below: the connector received massive impact such as being hit with something hard. Excessive force was repeatedly applied and accumulated to the connector, causing it to break. The user can detect the defect by inspecting the equipment in accordance with the following instructions for use description: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.

Manufacturer narrative:
Additional information is not yet available from the customer. Device is available for evaluation. The customer will repair the device. As such, the root cause for the event cannot be determined at this time. Supplemental report(s) will be submitted when any relevant new information is available. Device not available for evaluation.

Event description:
As reported for this event by the customer, the alcohol broken connector on the bottle has lost one of the clips of the lock lever and is broken. There is no reported harm to any patient.